Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The pump buttons require multiple presses to elicit a response. The issue began several months prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2014 with the following findings: all keypad buttons work normally. They do not require excessive force and do not have problems with springback. Unable to duplicate customer complaint: removed keypad cover and contamination was found underneath the contacts for the up, down, contrast, and ok buttons.